Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the wireless footswitch lost connect to its base station due to footswitch does not charge. Upon some functional analysis it identified the issue with the wireless footswitch charger. To resolve the issue wireless footswitch charger was replaced by fse. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction z-2485-2023. The system in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no c arm movement.. No harm has been reported to philips. Philips has started an investigation of this complaint.